Event description:
It was reported that the pump became frozen on the "verifying and processing files" screen and the customer was unable to clear it. During troubleshooting with technical support, the customer was able to clear the notification and resume insulin delivery. There was no reported impact to the customer's blood glucose levels.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned